Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and possible rupture. Device remains implanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and possible rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, pain gotten worse, and possible rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b.5., b6, h.6.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, pain gotten worse, and possible rupture. Device has been explanted without replacement.